Event description:
A non-health care professional reported during the intraocular lens implantation the lens ripped when it was implanted. The surgery was completed on the same day without any product replacement. The same lens was used for the patient and remains implanted. The patient is alright. Additional information has been requested and received stating after injecting the lens into the eye, the lens was torn 90% at the optic/haptic junction. This likely occurred due to the plunger force on the lens. So the lens was cut out and requested the same lens. Same thing happened with the backup lens. The patient was not hospitalized for the event and there was no harm to the patient. Th prognosis was good. The patient issues had resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens was torn; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).